Event description:
I am reporting the early failure of a conserve hip metal-on-metal resurfacing implant. The conserve hip resurfacing implant by wright medical was implanted (B)(6) 2007. It showed signs of failure by the fall of 2009. Due to significant issues with my other hip previously reported failures, I was unable to address the issues which are the topic of this report. I lived with chronic pain for 3 years beyond being able to address this specific failure. X-rays showed impingement with the femoral neck, there was significant bone deterioration (osteolysis) behind the implanted socket which was not visible on the x-rays. The implant had to be removed through a revision procedure. In addition, I experienced rashing, fatigue, disturbed sleep, pain walking and standing, feeling cold, elevated blood serum cobalt and chromium levels, weight gain, and metallosis. Upon explant the surgeon discovered the socket was 'out of round', badly scrapped and scarred. Same pt as report (B)(6).